Event description:
It was reported that the patient experienced a burning sensation and overheating from the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.